Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after changing the insulin supplies, no drops appeared to be coming out during priming and patient found insulin leakage from the tubing connected to the connector, after replacing the cleo infusion set and tubing, priming worked properly.